Event description:
Boston scientific received information that over the past month, this right ventricular defibrillation lead had been exhibiting increased pacing impedances greater than 2,000 ohms and a decrease in sensing. A lead fracture was suspected. A revision procedure was performed; the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.